Manufacturer narrative:
Jp 2/3/16 this product was evaluated and repaired by an independent repair center.  Should additional information become available, a supplemental record will be filed.

Event description:
Per the independent repair center, the customer alleged problem is the unit alarms are not functional. The key failure is the check valve is leaking. Technician states on the irs notes no high pressure alarms on unit start up. Low-flow alarm does not activate on flow less than 0.5l/min.